Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous left anterior descending artery (lad). The 3.5x15mm nc traveler balloon dilatation catheter (bdc) was advanced to the lesion; however, resistance with anatomy was felt. The bdc ruptured at an unknown pressure. It was noted the balloon was not soaked prior to use. A non-abbott balloon was used to successfully complete the procedure. There was no adverse patient effect reported and no clinically significant delay in the procedure. No additional information was provided.